Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. The customer owned endoscope has not been received by pentax medical as of 26-apr-2022.. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a complaint on (B)(6) 2022 that occurred in an operating room during use in (B)(6) within the pai region. The customer initially reported fog test failure. The image disappeared during patient procedure when control knobs were applied. On (B)(6) 2022, a pentax sales rep had a phone call with the user facility and the facility had intermittent black outs and the doctor lost visibility while doing the exam. During one particular case this happened right after the doctor removed a polyp and was cauterizing the it. The doctor was not able regain visibility and was concerned that the patient might have internal bleeding as a result of the poly removal. During good faith effort attempts on (B)(6) 2022, the pai chu was provided two endoscopes as the potential endoscope used during the loss of image during cauterizing case. Due to the reported bleeding and potential of internal bleeding related to the malfunction, pentax medical will be filing two events to the FDA, one for each of the model and serials provided, with a reportable event awareness date of (B)(6) 2022.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: this event is considered to be caused by an external load causing the image to disappear due to an abnormality in an electrical component, disconnection of an electric wire, or the like. Device has been repaired.

Manufacturer narrative:
Correction information: g4:. Premarket identification PMA/510(k) g6: follow up #2 h2: if follow-up, what type.